Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: there were no power issues observed in the black box download. There was no damage found to battery compartment. The battery cap was not returned for investigation; a test cap was used for testing purposes. The test cap secured to the pump properly. The pump was exercised for 24 hours with no power issues occurring. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did ot duplicate the complaint.